Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The reported event of snare loop failed to transmit current. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium stiff snare was used in the cecum during a polypectomy procedure. According to the complainant, during the procedure, the captivator snare failed to transmit current after removing one larger polyp successfully. All other attachments, grounding pads, and settings were re-checked and/or reattached, but this did not resolve the issue. The procedure was completed using a competitor¿s snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.